Event description:
According to the reporter: the pediport fell apart whilst being used. A new pediport was opened and no reported delay in surgery. Patient outcome: there was no blood loss or extended operating time.

Manufacturer narrative:
(B)(4).